Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging inaccurate results of 42mg/dl obtained using the subject device compared to 153mg/dl using another onetouch verio meter, both results within 30 minutes. This complaint is being reported because the reported results did not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.